Manufacturer narrative:
Information related to event has been updated and provided in summary narrative in this report.

Event description:
It was reported that customer had diabetic coma and was hospitalized on (B)(6) 2020 with blood glucose level of 780mg/dl. Every time they changed insulin it smelled strong.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were passed out and hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose. The customer¿s blood glucose was 780 mg/dl. The insulin pump had crack at battery side of the insulin pump and on the clip rails. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated analysis summary by leonardo torres on jan 12, 2022. S/w 4.10c. Retainer ring = clear. On nov 16, 2020 the customer alleged pump has cosmetic damage(crack) located at the battery compartment and belt clip rails and was hospitalized for high bgs. Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Pump error 63 (variable 12) alarmed during self test. Unable to complete the self test due to pump error 63. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Pump error 63(variable 12) confirmed in the pump history files on 01/09/2019 at 6:50pm. No insulin odor noted in the reservoir compartment. However, during visual inspection, the electronic assembly had moisture damage. No moisture damage noted on the motor or on the force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at the corner of the belt clip rail, missing display window corner, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button, an a cracked retainer. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked battery tube threads was noted. Unable to verify customer alleged for high bgs. Pump error 63 (variable 12) confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6), 2020 the customer alleged insulin pump has cosmetic damage(crack) located at the battery compartment and belt clip rails and was hospitalized for high blood glucoses. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Pump error 63 alarmed during self test. Unable to complete the self test due to pump error 63. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Pump error 63 confirmed in the pump history files on (B)(6) 2019 at 6:50pm. No insulin odor noted in the reservoir compartment. However, during visual inspection, the electronic assembly had moisture damage. No moisture damage noted on the motor or on the force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at the corner of the belt clip rail, missing display window corner, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button, an a cracked retainer. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked battery tube threads was noted. Unable to verify customer alleged for high blood glucoses. Pump error 63 confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Pump error 63 alarmed during self test, problem isolated to electronic assembly. However unable to complete the self test due to pump error 63. Device uploaded properly using care link. No insulin odor noted in the reservoir compartment. However, during visual inspection, the electronic assembly had moisture damage. No moisture damage noted on the motor or on the force sensor. Device had cracked battery tube threads, cracked case at the corner of the belt clip rail, minor scratched display window, missing display window corner, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button an a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.